Event description:
It was reported that right atrial (ra) lead had some placement difficulty. The lead was originally planted in the left atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.